Event description:
It was reported that at the implant procedure, there was difficulty extending the helix on the right ventricular lead. The physician reported not being able to extend the helix in the patient's body and when the lead was removed, the physician had to use twice the normal amount of rotations to extend the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism.